Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. The lead was explanted and replaced on (B)(6) 2018. During the procedure, right atrial lead insulation degradation was observed. No electrical anomalies were noted with the lead. The atrial lead was also explanted and replaced. The patient was stable throughout.